Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer shown as incorrect configuration, a defective pyxibus card and drawer controller. The field service engineer replaced both the pyxibus card and drawer controller card in the drawer and re-configured it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, not detected on bus. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.